Event description:
In 2008, the patient underwent an endovascular procedure to treat an infrarenal aortic aneurysm. Two gore excluder aaa endoprostheses were implanted with the contralateral leg component landed in the left iliac. The aneurysm was excluded and the patient tolerated the procedure. In 2009, computed tomography showed a distal type I endoleak at the bottom of the contralateral leg component in the left iliac. The following month, the patient underwent a reintervention where an iliac extender component was placed in the left iliac to extend the contralateral leg component. This resolved the endoleak. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.